Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer intermittently received inaccurate fill estimates after loading multiple cartridges with insulin. Reportedly, the cartridge was filled with 250 units, and usually sees a fill estimate of 185 units. The customer reported that the customer experienced elevated blood glucose (bg) levels. The customer reported bg level was resolved by change the supplies and using the pump, but did not provide any further information. Review of the t:connect data logbook showed that the customer insulin gauge showed an initial fill estimate of over 180 units, and after the delivery of 10 units, the insulin gauge re-estimated to approximately 205-210 units, which is an expected fill estimate based on the customer's average fill amount of 230 units. Based on the data, it was confirmed that the customer's pump was working as expected.